Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped, and the touchscreen is now cracked and unresponsive. There was no impact to customer's blood glucose level. Customer stated that they have back up humalog and levemir injections for insulin therapy.